Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with elevated lactate dehydrogenase. A log file was reviewed by the technical service representative and confirmed no unusual events within the data. Patient was asymptomatic and no heart failure symptoms were reported. A heparin drip was started on admission. A ramp study and computed tomography angiography (cta) were performed and both were both negative. Lactate dehydrogenase value was 1170 u/l and trended to 700 u/l. Inr range increased to 2.5. The patient has a history of gastrointestinal bleed. The lvad team will be maintaining therapeutic inr and the patient will be given coumadin/ lovenox as needed. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Placeholder.

Event description:
Additional information: the referenced history of gastrointestinal bleed was reported per under medwatch MFR report# 2916596-2018-00526.